Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event, measuring 60 mg/dl by sensor and confirmatory fingerstick, felt shaky after a normal dinner, consumed approximately half a glass of orange juice, and glucose increased to 98 mg/dl; the underlying cause was unclear and troubleshooting and education were completed. Symptoms included hypoglycemia and shaking/tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.